Event description:
It was reported that during testing conducted at the manufacturer facility the device had intermittent irrigation, which can cause overheat in the system. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.